Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2014 whereby a gore dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. The following was reported: "three years after implant plaintiff suffered recurrence and adhesions and required open surgery to remove and replace the device." It was reported the patient alleges the following product deficiencies: strict products liability, negligence, implied and espress warranty, fraud, fraudulent concealment, punitive damages. Additional event specific information was not provided.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2005:(B)(6). (B)(6). History and physical. Incisional hernia. History: last year underwent roux-en-y gastric bypass, has lost greater than 115 pounds, bmi 27%, developed incisional hernia. Plan: repair of incisional hernia possibly with mesh with subsequent abdominoplasty. (B)(6) 2005:(B)(6). (B)(6). Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Operation: repair of incisional hernia primarily. Anesthesia: general endotracheal anesthesia. Operative procedure: ¿the patient was brought to the operating room and after satisfactory general endotracheal anesthesia was obtained, the abdomen was prepped and draped in the usual sterile fashion. Dr. (B)(6) proceeded with dissection of the skin as dictated separately by him. Once the fascial defect has been exposed, I opened the hernia sac and the surrounding adhesions were taken down with the cautery as well as by sharp dissection. Once the fascial edges had been completely circumferentially freed, the midline was closed with running #1 vicryl suture. Two separate suture lines of running #1 prolene in double arm fashion were used to imbricate the fascial edges as per dr.(B)(6). Dr. (B)(6) then completed the procedure as dictated separately by him.¿ (B)(6) 2005: (B)(6) medical center. (B)(6). Operative report. Preoperative diagnosis: status post gastric bypass with significant amount of loose skin, diastasis rectus muscle and anterior abdominal wall. Postoperative diagnosis: status post gastric bypass with significant amount of loose skin, diastasis rectus muscle and anterior abdominal wall. Operation: extended abdominoplasty including a vertical horizontal component. Placement of on-q pain pump. Anesthesia: general endotracheal. Estimated blood loss: minimal. Drains: two 10 millimeter jackson-pratt drains. Indications for procedure: as mentioned prior. Description of procedure: ¿the patient was prepped, fully consented and marked in the upright position in the holding area. She was taken to the operating room and after a suitable level of anesthesia utilizing the tulip draping system, betadine was utilized for prepping. A pneumatic compression hose and foley catheter were placed prior to this. An excess of skin was properly carried out down to the fascial level, finding anteriorly in the center ine [sic] a significant incisional hernia. Dr. Black has addressed this intraoperatively and please refer to the operative report dictated by him. She was still left with significant 4.5 to 5 centimeters of horizontal diastasis of the rectus muscles. This was properly plicated in two rows of looped #1 prolene suture. The horizontal and vertical component was properly excised in total and the incision carried out laterally to avoid any dog ears. The patient was placed in a semi-sitting position. Layered closure was done utilizing 2-0 pds suture for the scarpa¿s fascia, 3-0 biosyn suture for the dermis and I also utilized dermabond for the skin. Through a separate stab wound, two 10 millimeter jackson-pratt drains were brought out and secured in place utilizing non-absorbable material. Finally the two on-q pain catheters were properly left in place and they were loaded with marcaine 0.25 percent plain and secured with tegaderm. She overall tolerated the procedure well, good viability of the flap was appreciated. The umbilical scar was exteriorized in its normal anatomical position. She was awakened, extubated in the operating room. For dressings I utilized a combination of dry 4x4s and an abdominal binder. She tolerated the procedure well, no complications were appreciated.¿ (B)(6) 2014: (B)(6). (B)(6). Discharge summary. Admission date: (B)(6) 2014. Incisional hernia, morbid obesity, esophageal reflux, nausea with vomiting, peritoneal adhesions postop, bariatric surgery status, history of tobacco use. Hospital course: underwent diagnostic laparoscopy, laparoscopic lysis of adhesions, laparoscopic repair of multiple small incisional hernias with gore-tex mesh. Stable postoperative course, tolerating diet, positive for flatus, condition stable, cleared for discharge home. Activity as tolerated, diet as tolerated, follow up with dr bianchi 1-2 weeks. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2014: [facility ni]. (B)(6), md. Office notes. New patient regarding abdominal hernia and incisional hernia. Patient had gastric bypass then developed incisional hernia. Subsequent to that had an abdominoplasty and has developed an incisional hernia below the umbilicus., bulge in the umbilical area. Pertinent medical history: obesity, prior wound closure under tension. Patient had abdominoplasty after she developed hernia after she had gastric bypass surgery. Also had hysterectomy in past, appendectomy. Former smoker. Weight 134 lb. Bmi 26.31. Examination: abdomen; has approximately 2 cm defect. The inferior aspect of her scar just above her pfannenstiel scar. Appears to be reducible. Impression: incisional hernia. Recurrent incisional hernia. Plan: get notes for operative therapy to see if they had placed mesh at the repair of her last incisional hernia. Labs. Recommendation for laparoscopy repair ventral hernia. Incisional hernia repair complex placement of gore-tex mesh, possibly open . On (B)(6) 2014: [facility ni]. (B)(6), md. Office notes. Post-op. Significant ¿sharp¿ pain in left lateral 10 mm port site since surgery. Pain is improving overall. Surgical sites well healed. Moderate tender to palpation to left 10mm trocar site. Impression: status post laparoscopic incisional hernia repair with gore dual mesh on (B)(6). Painful at left lateral 10 mm trocar site, stable overall. Follow up as needed, ice to area and no heavy lifting, pushing or pulling for 6 weeks . On (B)(6) 2017: (B)(6). (B)(6), md; (B)(6), md. History and physical. Recurrent hernia. Originally underwent open roux-en-y gastric bypass on (B)(6), complicated by an incisional hernia in the epigastric region, repaired during an abdominoplasty in (B)(6). Subsequently had recurrence of hernia with multiple small hernias or swiss cheese abnormality in upper abdomen. Then underwent a laparoscopic ventral hernia repair with ptfe, 19 x 15 cm mesh in (B)(6). Notes that since surgery had small left-sided bulge, steadily increasing. Subsequently noticed 2 small bulges in low midline as well as 1 small bulge in upper midline above site of previous midline incision. Pain and firmness, worse at left-sided hernia, as well as nausea and vomiting. Surgical history: hysterectomy between 3 different surgeries. Social history: former smoker, quit on (B)(6), smoked about 25 years ½ pack per day. Examination: weight 74.5 [kg], bmi 29.5. Abdomen; tenderness to palpation over left abdomen. Large bulge in the left abdomen reducible to a small, approximately 2 cm defect, and the skin overlying this defect is the scar from a port site. Has a well healed midline incision. Just superior to the incision is a very small abdominal wall defect easily reducible but tender just superior to the previous midline incision. There is also 2 small defects just inferior to the midline incision easily reducible. Impression/plan: recurrent abdominal wall hernias, recommending the patient undergo open abdominal wall hernia repair . On (B)(6) 2017: (B)(6). (B)(6), md. Supervisory note. Had minor bowel obstructive symptoms at left trocar site hernia. Examination: abdomen; subxiphoid small hernia and some periumbilical lower abdominal hernias. Hernia in left side, reducible. Significantly larger sac than defect size, feels like there are viscera in left lateral hernia. Impression/plan: ineffective midline mesh and lateral hernia. I think the best thing to do would be an open mesh explant with a component separation and posterior component separation on right side to have good overlap of mesh beyond this left lateral hernia . On (B)(6) 2017: (B)(6). (B)(6), md. Radiology-CT abdomen. Indication: abdominal wall hernia. Findings: status post midline ventral abdominal wall hernia repair with a mesh in place. No recurrent ventral abdominal wall hernia. Left lateral abdominal wall hernia with defect measuring 4.4 cm in width. Hernia sac contains multiple loops of small bowel without associated obstruction. Postsurgical changes of gastric bypass. Periampullary duodenal diverticulum. Impression: left lateral abdominal wall hernia containing loops of small bowel. No associated obstruction or other complicating feature . On (B)(6) 2017: (B)(6); (B)(6). (B)(6), md. Discharge summary. Discharge diagnoses: midline and left flank hernias, recurrent. Postoperative pain. Hernia ventral. Hospital course: admitted for procedure, tolerated well. Pain controlled by epidural. By post operative day 1 tolerating clear liquid diet. By postoperative day 2 having nausea and distension consistent with normal postoperative ileus. By postoperative day 3 passing flatus and improvement in nausea and bloating. By postoperative day 4 epidural removed and tolerating a blenderized diet. By postoperative day 5 adequate po [oral] intake, pain controlled on oral meds and ready for discharge home . A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect- clinical code h6: updated investigation findings h6: updated investigation conclusion h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g07001: part/component/sub-assembly term not applicable the investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes (1695, 2240) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span september 16, 2005 through december 4, 2017 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. ¿ medical records from september 17, 2005 through march 9, 2014 and from october 15, 2015 through february 2, 2017 were not provided. Patient information: medical history: ¿ obesity o (B)(6) 2005: ¿last year underwent roux-en-y gastric bypass, has lost greater than 115 lbs., bmi 27.¿ o 9/12/13: 137 lbs. O (B)(6) 2017: 164.2 lbs., bmi 29.5 o (B)(6) 2017: bmi 30+ ¿ (B)(6) 2005: incisional hernia. ¿ hypothyroidism ¿ hypercholesterolemia ¿ smoking: o 3/10/14: former smoker. O (B)(6) 2017: ¿former smoker, quit 1999, smoked about 25 years ½ pack per day.¿ ¿ gastroesophageal reflux disease [gerd] ¿ (B)(6) 2014: multiple incisional hernias. Recurrent ventral incisional hernia. ¿ (B)(6) 2017: left lateral abdominal wall hernia, hernia sac contains loops of small bowel. ¿ (B)(6) 2017: small left lower quadrant seroma. ¿ 6/29/17: eventration of left abdominal wall. ¿ (B)(6) 2017: solid abdominal wall without recurrent hernia, mesh in place. Surgical procedures: ¿ 1991: appendectomy. ¿ 1992: vaginal hysterectomy. ¿ (b(6) 2004: open roux-en-y gastric bypass with placement of gastrostomy tube and silastic ring. ¿ (B)(6) 2005: repair of incisional hernia primarily, extended abdominoplasty including a vertical horizontal component. ¿ 2006: hernia repair. ¿ (B)(6) 2014: recurrent incisional hernia. ¿ (B)(6) 2014: diagnostic laparoscopy, laparoscopic lysis of adhesion, one hour, laparoscopic repair of multiple small incisional hernias with gore-tex mesh. Implant: gore® dualmesh® biomaterial. ¿(B)(6) 2016: patient has had up to 11 abdominal surgeries in the past. ¿ b)(6) 2017: open explant of abdominal mesh, bilateral posterior component separation via transversus abdominis release with bilateral rectus abdominis myofascial advancement and closure, ventral hernia repair with retrorectus and preperitoneal polypropylene mesh. Relevant medical information: ¿ 09/16/05: history and physical. Incisional hernia. Plan: repair of incisional hernia possibly with mesh with subsequent abdominoplasty. O 9/16/05: operative report. Repair of incisional hernia primarily. Procedure: ¿once the fascial defect has been exposed, I opened the hernia sac and the surrounding adhesions were taken down with the cautery as well as by sharp dissection. Once the fascial edges had been completely circumferentially freed, the midline was closed with running #1 vicryl suture. Two separate suture lines of running #1 prolene in double arm fashion were used to imbricate the fascial edges as per (B)(6). (B)(6) then completed the procedure as dictated separately by him.¿ o 9/16/05: plastic surgery. Extended abdominoplasty including a vertical horizontal component. Placement of on-q pain pump. Procedure: ¿an excess of skin was properly carried out down to the fascial level, finding anteriorly in the center ine [sic] a significant incisional hernia. (B)(6) has addressed this intraoperatively and please refer to the operative report dictated by him. She was still left with significant 4.5 to 5 centimeters of horizontal diastasis of the rectus muscles. This was properly plicated in two rows of looped #1 prolene suture. The horizontal and vertical component was properly excised in total and the incision carried out laterally to avoid any dog ears. The patient was placed in a semi-sitting position. Layered closure was done utilizing 2-0 pds suture for the scarpa¿s fascia, 3-0 biosyn suture for the dermis and I also utilized dermabond for the skin. Through a separate stab wound, two 10 millimeter jackson-pratt drains were brought out and secured in place utilizing non-absorbable material. Finally the two on-q pain catheters were properly left in place and they were loaded with marcaine 0.25 percent plain and secured with tegaderm. She overall tolerated the procedure well, good viability of the flap was appreciated. The umbilical scar was exteriorized in its normal anatomical position.¿ implant preoperative complaints: ¿ (B)(6) 2014: ¿presented with abdominal hernia and incisional hernia. Prior gastric bypass then developed incisional hernia. Subsequent to that had an abdominoplasty and has developed an incisional hernia below the umbilicus, bulge in the umbilical area. Former smoker. Weight 134 lb. Bmi 26.31. Abdomen: has approximately 2 cm defect. The inferior aspect of her scar just above her pfannenstiel scar. Appears to be reducible. Impression: incisional hernia. Recurrent incisional hernia. Plan: get notes for operative therapy to see if they had placed mesh at the repair of her last incisional hernia. Recommendation for laparoscopy repair ventral hernia. Incisional hernia repair complex placement of gore-tex mesh, possibly open.¿ ¿ (B)(6) 2014: indication: ¿this is a pleasant 60-year-old female who had a gastric bypass and had problems with an incisional hernia. Plans were made for laparoscopic repair.¿ implant procedure: diagnostic laparoscopy. Laparoscopic lysis of adhesions, one hour. Laparoscopic repair of multiple small incisional hernias with gore-tex mesh, 19 x 15 cm gore-tex mesh. Implant: gore® dualmesh® biomaterial (1dlmc04/12075492, 19cm x 15cm x 1mm). Implant date: (B)(6) 2014 [hospitalization march 20-24, 2014] ¿ description of hernia being treated: ¿after general anesthesia and prepping with betadine we make an incision at the lateral flank and entered the abdomen directly. A 10 mm trocar is introduced. The camera is introduced. Dense adhesions are seen along the anterior abdominal wall. A 5 mm port is placed down the left lower quadrant. We are able to facilitate dissection with blunt dissection, sharp dissection and hydrodissection to carefully tease off these dense adhesions from the upper midline all the way to above the xiphoid. The liver was attached to the anterior abdominal wall and this was released with sharp dissection using the electrocautery device. There was a loop small bowel that was adherent to the anterior abdominal wall and we were able to free this up with careful meticulous dissection using blunt dissection and hydrodissection. The liver is smooth. The peritoneal surface is otherwise smooth. The fascia from below the xiphoid to about the umbilicus is splayed out with multiple small incisional hernias, somewhat like swiss cheese.¿ ¿ implant size and fixation: ¿we measure the dimensions and a piece of gore-tex mesh, 15 x 19, covers this adequately. This is then placed in the abdomen after a stay suture is placed along the four corners. The stay suture is then retrieved with the suture retrieval device and is taut circumferentially. We did lower the pressure to 10 mmhg pressure to allow this to lay flat circumferentially covering the defect with 3-4 cm margins. The sutures are then secured and the stat tack device is then used to secure circumferentially all around the mesh. Further stay sutures are then placed on the four sides and this is done with the suture retrieval device, and the suture used was gore-tex. After this was done we then irrigate. The irrigation solution is removed. We check our dissection site and there is excellent hemostasis. I see no other defect from below the mesh to the pelvis. The dome of the gallbladder was visualized and appears normal as well. The irrigating solution was removed. The air was removed. The 10 mm trocar site is closed with 0 vicryl, skin is closed with 4-0 monocryl. Steri-strips are applied, sterile bandage applied.¿ ¿ (B)(6) 2014: discharge summary. Hospital course: stable postoperative course, tolerating diet, positive for flatus, condition stable, cleared for discharge home. Activity as tolerated, diet as tolerated, follow up with dr bianchi 1-2 weeks. Relevant medical information: ¿ 4/2/14: post-op. ¿significant ¿sharp¿ pain in left lateral 10 mm port site since surgery. Pain is improving overall. Surgical sites well healed. Moderate tender to palpation to left 10mm trocar site. Impression: painful at left lateral 10 mm trocar site, stable overall. Follow up as needed, ice to area and no heavy lifting, pushing or pulling for 6 weeks.¿ ¿ (B)(6) 2015: ¿abdominal pain. Location, hypogastric, left lower quadrant. Bloating and nausea. History of multiple hernia repairs. Exam: abdomen: hernia palpable left abdominal wall. Assessment/plan: see urologist for further evaluation to see if kidney stones have returned.¿ ¿ (B)(6) 2015: ¿hernia. Problem worse. Location is llq and luq. Symptoms aggravated by lifting weight. Exam: hernia-positive. Ventral. Assessment/plan: incisional hernia without obstruction. Plan: weight loss. Use abdominal girdle.¿ explant preoperative complaints: ¿ (B)(6) 2017: history and physical. Recurrent hernia. Notes that since surgery had small left-sided bulge, steadily increasing. Subsequently noticed 2 small bulges in low midline as well as 1 small bulge in upper midline above site of previous midline incision. Pain and firmness, worse at left-sided hernia, as well as nausea and vomiting. Examination: weight164 lbs., bmi 29.5. Abdomen: tenderness to palpation over left abdomen. Large bulge in the left abdomen reducible to a small, approximately 2 cm defect, and the skin overlying this defect is the scar from a port site. Has a well healed midline incision. Just superior to the incision is a very small abdominal wall defect easily reducible but tender just superior to the previous midline incision. There is also 2 small defects just inferior to the midline incision easily reducible. Impression/plan: recurrent abdominal wall hernias, recommending the patient undergo open abdominal wall hernia repair. ¿ (B)(6) 2017: ¿supervisory note. Had minor bowel obstructive symptoms at left trocar site hernia. Examination: abdomen; subxiphoid small hernia and some periumbilical lower abdominal hernias. Hernia in left side, reducible. Significantly larger sac than defect size, feels like there are viscera in left lateral hernia. Impression/plan: ineffective midline mesh and lateral hernia. I think the best thing to do would be an open mesh explant with a component separation and posterior component separation on right side to have good overlap of mesh beyond this left lateral hernia.¿ ¿ (B)(6) 2017: abdomen: subxiphoid small hernia and some periumbilical lower abdominal hernias. Had abdominoplasty and her umbilicus has been lowered significantly. Hernia in her left side which is reducible. Significantly larger sac than defect size, feels like there are viscera in the left lateral hernia. Assessment/plan: difficult situation. Has ineffective midline mesh and lateral hernia. Best thing to do would be an open mesh explant with a component separation and posterior component separation on the right side to have good overlap of mesh beyond this lateral hernia. In agreement with plan to proceed. ¿ 3/29/17: CT abdomen. Indication: abdominal wall hernia. Findings: status post midline ventral abdominal wall hernia repair with a mesh in place. No recurrent ventral abdominal wall hernia. Left lateral abdominal wall hernia with defect measuring 4.4 cm in width. Hernia sac contains multiple loops of small bowel without associated obstruction. Postsurgical changes of gastric bypass. Periampullary duodenal diverticulum. Impression: left lateral abdominal wall hernia containing loops of small bowel. No associated obstruction or other complicating feature. ¿ (B)(6) 2017: indications: ¿¿ who had a recurrent ventral incisional hernia in her upper midline and lower midline and also had a trocar site hernia that was very large in her left flank. I felt the best way to approach this was with a mesh explant and a posterior component separation to have broad overlap of mesh over her abdominal wall back to her flank. She understood and signed a written informed consent.¿ explant procedure: open explant of abdominal mesh. Bilateral posterior component separation via transversus abdominis release with bilateral rectus abdominis myofascial advancement and closure. Ventral hernia repair with retrorectus and preperitoneal polypropylene mesh. Implant: parietene covidien [30cm x 30cm]. Explant date: (B)(6) 2017 [hospitalization (B)(6) 2017 ¿ (B)(6)2017] ¿ (B)(6) 2017: procedure: "a midline laparotomy was made. We took this down to the gore-tex mesh which we split in the midline. We entered the abdomen and took all adhesions off the abdominal wall. Once we had the abdominal wall completely freed up, we took the mesh off first the right side and then the left side abdominal wall and sent this as a specimen taking all the tacks and transfixation sutures. Then I reduced the left flank hernia. We exposed the anterior rectus sheath by dissecting the subcutaneous plane for several centimeters in each direction. We then entered the retrorectus plane first on the right side and developed the entire retrorectus plane and communicating this with the preperitoneal space in the pelvis and in the subxiphoid area. Then we did this on the left side. It completely dissected the retrorectus space. The retrorectus space was fairly short. We did a transversus abdominis muscle release first on the right side and entered the preperitoneal space and dissected this back towards the anterior axillary line. On the left side we were able to reduce the hernia sac mostly. There was some residual hernia sac that was very adherent to the subcutaneous tissue, and we divided the transversus abdominis muscle, entered the preperitoneal space, and dissected this back towards the posterior axillary line on the left side going well past the hernia. We then closed the hernia transversely with 2 figure-of-eight pds sutures. There were several holes in the peritoneum and retrorectus due to the prior tack and suture from the mesh, and we were able to close these. Then we closed posterior rectus fascia after our counts were correct with interrupted figure-of-eight pds suture. Then I took a 30 x 30 cm polypropylene mesh and on a diagonal fashioned this so that it covered from above the xiphoid process down to the pelvis. I placed this in the retrorectus space. Using the carter-thomason needle driver, I passed a suture to prolene in the posterior axillary line through the abdominal wall into the mesh and out through the abdominal wall such that the mesh was broadly covering the mediastinal defect. I then fixated to the upper and lower midline with prolene suture and then fixated to the lateral right abdominal wall. The mesh was flap [sic] broadly covering the entire midline and left flank. We placed 2 drains, one on each side in the retrorectus space, and then we closed the midline with running looped pds suture. The subcutaneous space was also drained. This was closed in layers and the skin was closed with vertical mattress nylon sutures interrupted with staples. The patient was then awakened and brought to the recovery room in good condition. No complications were observed.¿ ¿ (B)(6) 2017: pathology report. ¿final diagnosis: explanted abdominal mesh, removal: consistent with mesh. Gross examination only. Gross description: received in formalin labeled ¿explanted abdominal mesh¿ are two portions of man-made mesh material measuring 17.0 and 16.0 cm in greatest dimension respectively. A scant amount of soft tissue is adherent. No designations are seen. Gross only. Specimen received: explanted abdominal mesh. Clinical information: ventral hernia.¿ ¿ (B)(6) 2017: discharge summary. Hospital course: ¿by post-operative day 1 tolerating clear liquid diet. By postoperative day 2 having nausea and distension consistent with normal postoperative ileus. By postoperative day 3 passing flatus and improvement in nausea and bloating. By postoperative day 4 epidural removed and tolerating a blenderized diet. By postoperative day 5 adequate po [oral] intake, pain controlled on oral meds and ready for discharge home.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based on the available information, the gore device did not cause or contribute to the reported 1695: adhesion(s), 2240-a: hernia ¿ recurrent, and 2564: an additional surgical procedure was necessary related to the gore device and the record confirms the gore device was explanted to facilitate a ¿bilateral posterior component separation via transversus abdominis release with bilateral rectus abdominis myofascial advancement and closure¿. The medical record also states ¿status post midline ventral abdominal wall hernia repair with a mesh in place. No recurrent ventral abdominal wall hernia. Left lateral abdominal wall hernia with defect measuring 4.4 cm in width. Hernia sac contains multiple loops of small bowel without associated obstruction. Postsurgical changes of gastric bypass. Periampullary duodenal diverticulum. Impression: left lateral abdominal wall hernia containing loops of small bowel.¿ the device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated result code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2017: cerner mayo clinic hospital florida. Liuyan jiang, md. Pathology report. Final diagnosis: explanted abdominal mesh, removal: consistent with mesh. Gross examination only. Gross description: received in formalin labeled ¿explanted abdominal mesh¿ are two portions of man-made mesh material measuring 17.0 and 16.0 cm in greatest dimension respectively. A scant amount of soft tissue is adherent. No designations are seen. Gross only. Specimen received: explanted abdominal mesh. Clinical information: ventral hernia. There is no mention of infection involving the gore device. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 3/20/2014 were not provided. (B)(6) 2014: operative report. Preoperative diagnosis: multiple incisional hernias, midline, from previous abdominal surgery. Postoperative diagnosis: 1. Dense adhesions to the anterior abdominal wall. 2. Multiple small hernias in the midline from the xiphoid to the umbilicus. Procedure: 1. Diagnostic laparoscopy. 2. Laparoscopic lysis of adhesions, one hour. 3. Laparoscopic repair of multiple small incisional hernias with gore-tex mesh, 19 x 15 cm gore-tex mesh. Anesthesia: general. Indication: this is a pleasant 60-year-old female who had a gastric bypass and had problems with an incisional hernia. Plans were made for laparoscopic repair. Procedure in detail: "an incision at the lateral flank and entered the abdomen directly. A 10 mm trocar is introduced. The camera is introduced. Dense adhesions are seen along the anterior abdominal wall. A 5 mm port is placed down the left lower quadrant. We are able to facilitate dissection with blunt dissection, sharp dissection and hydrodissection to carefully tease off these dense adhesions from the upper midline all the way to above the xiphoid. The liver was attached to the anterior abdominal wall and this was released with sharp dissection using the electrocautery device. There was a loop small bowel that was adherent to the anterior abdominal wall and we were able to free this up with careful meticulous dissection using blunt dissection and hydrodissection. The liver is smooth. The peritoneal surface is otherwise smooth. The fascia from below the xiphoid to about the umbilicus is splayed out with multiple small incisional hernias, somewhat like swiss cheese. We measure the dimensions and a piece of gore-tex mesh, 15 x 19, covers this adequately. This is then placed in the abdomen after a stay suture is placed along the four corners. The stay suture is then retrieved with the suture retrieval device and is taut circumferentially. We did lower the pressure to 10 mmhg pressure to allow this to lay flat circumferentially covering the defect with 3-4 cm margins. The sutures are then secured and the stat tack device is then used to secure circumferentially all around the mesh. Further stay sutures are then placed on the four sides and this is done with the suture retrieval device, and the suture used was gore-tex. After this was done we then irrigate. The irrigation solution is removed. We check our dissection site and there is excellent hemostasis. I see no other defect from below the mesh to the pelvis. The dome of the gallbladder was visualized and appears normal as well. The irrigating solution was removed. The air was removed. The 10 mm trocar site is closed with 0 vicryl, skin is closed with 4-0 monocryl. Steri-strips are applied, sterile bandage applied. An abdominal binder is applied. The patient returned to recovery with no immediate post-op complications. Intraoperative findings were discussed with the husband by phone.¿ 03/20/14: implant log. Procedure: laparoscopic hernia repair. Implant site: operative site, bilateral. [Sticker] "gore dualmesh® biomaterial. Ref: catalogue number 1 dlmc04. Lot: batch code 12075492. W.l. Gore & associates al0563-ml1. Expiration date: 12/2018. Total qty used: 1. # implanted: 1. Culture? No." The records confirm a gore® dualmesh® biomaterial (1dlmc04/12075492) was implanted during the procedure. (B)(6) 2017: operative note. Preoperative diagnosis: midline and left flank hernias, recurrent. Postoperative diagnosis: midline and left flank hernias, recurrent. Procedures performed: 1. Open explant of abdominal mesh. 2. Bilateral posterior component separation via transversus abdominis release with bilateral rectus abdominis myofascial advancement and closure. 3. Ventral hernia repair with retrorectus and preperitoneal polypropylene mesh. Indications: ¿[the patient] is a 63-year-old female who had a recurrent ventral incisional hernia in her upper midline and lower midline and also had a trocar site hernia that was very large in her left flank. I felt the best way to approach this was with a mesh explant and a posterior component separation to have broad overlap of mesh over her abdominal wall back to her flank. She understood and signed a written informed consent.¿ anesthesia: general endotracheal anesthesia. Details of procedure: "a midline laparotomy was made. We took this down to the gore-tex mesh which we split in the midline. We entered the abdomen and took all adhesions off the abdominal wall. Once we had the abdominal wall completely freed up, we took the mesh off first the right side and then the left side abdominal wall and sent this as a specimen taking all the tacks and transfixation sutures. Then I reduced the left flank hernia. We exposed the anterior rectus sheath by dissecting the subcutaneous plane for several centimeters in each direction. We then entered the retrorectus plane first on the right side and developed the entire retrorectus plane and communicating this with the preperitoneal space in the pelvis and in the subxiphoid area. Then we did this on the left side. It completely dissected the retrorectus space. The retrorectus space was fairly short. We did a transversus abdominis muscle release first on the right side and entered the preperitoneal space and dissected this back towards the anterior axillary line. On the left side we were able to reduce the hernia sac mostly. There was some residual hernia sac that was very adherent to the subcutaneous tissue, and we divided the transversus abdominis muscle, entered the preperitoneal space, and dissected this back towards the posterior axillary line on the left side going well past the hernia. We then closed the hernia transversely with 2 figure-of-eight pds sutures. There were several holes in the peritoneum and retrorectus due to the prior tack and suture from the mesh, and we were able to close these. Then we closed posterior rectus fascia after our counts were correct with interrupted figure-of-eight pds suture. Then I took a 30 x 30 cm polypropylene mesh and on a diagonal fashioned this so that it covered from above the xiphoid process down to the pelvis. I placed this in the retrorectus space. Using the carter-thomason needle driver, I passed a suture to prolene in the posterior axillary line through the abdominal wall into the mesh and out through the abdominal wall such that the mesh was broadly covering the mediastinal defect. I then fixated to the upper and lower midline with prolene suture and then fixated to the lateral right abdominal wall. The mesh was flap [sic] broadly covering the entire midline and left flank. We placed 2 drains, one on each side in the retrorectus space, and then we closed the midline with running looped pds suture. The subcutaneous space was also drained. This was closed in layers and the skin was closed with vertical mattress nylon sutures interrupted with staples. The patient was then awakened and brought to the recovery room in good condition. No complications were observed.¿ there is no mention of infection involving the gore device. (B)(6) 2017: mchj or nursing record summary. Implants/explants: entry 1: explant. Description: abdominal mesh. Implant site: n/a. Manufacturer: n/a. Entry 2: implant verified by surgeon. Parietene mesh. Implant site: abdomen. Manufacturer: covidien. Size: 30cm x 30 cm. (B)(6) 2007: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2017 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2015: (B)(6) (B)(6) md. Office note. Cc: abdominal pain. Hpi: location, hypogastric, left lower quadrant. Bloating and nausea. Hx multiple hernia repairs. Exam: abdomen; hernia palpable left abdominal wall. Assessment/plan: see urologist for further evaluation to see if kidney stones have returned. (B)(6) 2015: (B)(6) memorial medical center. (B)(6) md. Office note. Hpi: hernia. Problem worse. Location is llq and luq. Symptoms aggravated by lifting weight. Exam: hernia-positive. Type: ventral. Assessment/plan: incisional hernia without obstruction. Plan: weight loss. Use abdominal girdle. (B)(6) 2017: (B)(6) memorial medical center. (B)(6) md. Office note. Roux-en-y gastric bypass in 2004. Had abdominoplasty with ventral hernia repair. Recurrent ventral hernia repair with swiss cheese type defects. Underwent a laparoscopic repair with 15 x 19 ptfe mesh has recurrent hernias both at the superior and inferior aspect of her midline and also at her left lateral trocar site. Minor bowel obstructive symptoms at left trocar site hernia. Psh: hysterectomy. Abdominoplasty. Abdominal hernia operations. Abdomen: subxiphoid small hernia and some periumbilical lower abdominal hernias. Had abdominoplasty and her umbilicus has been lowered significantly. Hernia in her left side which is reducible. Significantly larger sac than defect size, feels like there are viscera in the left lateral hernia. Assessment/plan: difficult situation. Has ineffective midline mesh and lateral hernia. Best thing to do would be an open mesh explant with a component separation and posterior component separation on the right side to have good overlap of mesh beyond this lateral hernia. In agreement with plan to proceed. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.